Manufacturer narrative:
(B)(4). Batch number. Damaged pinion axle support. Evaluation summary: two devices (a-b) were returned for analysis. Device a was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the short rack teeth were found damaged. No functional test could be performed due to the condition of the device. Device b was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Device b additional information: batch number v5cw3f, expiration date: 07/2009. Manufacturing date: 08/2004.

Event description:
It was reported that during an lavh procedure, the surgeon was unable to fire the devices. Another device was used to complete the procedure. There was no patient consequence.